Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was in the mid lad with mild tortuosity, mild calcification and 90% stenosis. The balloon ruptured at 4 atm when inflated for the first time. It was replaced with a 2.5 x 15 mm voyager rx balloon catheter and another company's stent was implanted. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, balloon damage during mfg, materials, interactions with other devices, previously implanted stent, calcification and tortuosity, or insufficiency prep. The lesion was mildly tortuous, mildly calcified and 90% stenosed, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the tortuous and calcified lesion. In this instance, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.